Event description:
Doctor reported, "patient with low pressure (4-7), no ac shallowing, otherwise normal post-op course, pressure remain low 1-3 months after surgery."

Manufacturer narrative:
Unit was not explanted, thus sample is not available for evaluation and reported issue cannot be confirmed. The serial and lot number are unknown and was not provided. If additional information is provided or sample is returned to new world medical, this report will be updated.